Event description:
During incoming inspection, the distributor rejected this device, 138101, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received two 138101 in original packaging. Lot number was verified. Performed a visual inspection, one packaging has open channels at the end of the packaging. The second package is not sealed at one end. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: sterility is guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.